Event description:
Pt. Had groshong catheter placed in 2000 at 11:30 a.m. At 20:00 rn noted small amount of feeding under opsite dressing. At 22:00 large amount of leakage noted and or gone. White port flushed with saline. Leaking noted from insertion site. Pt had pain and swelling in area. IV fls. De'd. Groshong removed by surgeon the following day.